Event description:
It was reported intermittently that customer experienced multiple issues, with "pistons go out." There was no reported adverse impact to the customer¿s blood glucose level. Due to the anonymous nature of the reporting platform (facebook) tandem technical support was unable to follow up with customers to confirm nature of issues reported or to provide troubleshooting and training. No further information available.